Manufacturer narrative:
The customer is not questioning any patient results. A field service engineer (fse) went on-site (B)(4) 2011 for this event. Fse found source of leak to be from the wash tower overflowing and replaced the vacuum valve. Fse verified repair per established procedures.

Event description:
A customer contacted beckman coulter inc. (Bci) reporting a wash buffer leak coming from the access 2 immunoassay system. The customer did not report an affect to patients or end users in association with this event.